Event description:
It was reported that during a laparoscopic splenectomy procedure, the surgeon had positioned the instrument over the splenic vessels and upon firing it appeared to jam. They cautiously opened the instrument and opened another endo linear cutter to complete the ligation. The surgeon was asked if there was any possibility that the firing handle had been squeezed or bumped prior to the firing and he replied in the negative. One of the theatre nurses suggested afterwards that there may have been a ligaclip in close proximity to where the endo cutter was fired. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing mechanism. The analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The firing stroke must be completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.